Event description:
Customer reported via phone, she was attempting to bolus and the number kept scrolling and is unable to stop them. Customer's blood glucose was 100 mg/dl. Customer stated while at a game it started raining but she doesn't believe the device was exposed to the rain. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.